Event description:
Brother of home pt (hp) reports a system error 2240 in dwell 2 of 4 during treatment on the homechoice machine. Hp's brother was switching out solution bags in the middle of a dwell phase and forgot to close the clamp on the unused line, resulting in the appropriate 2240 alarm from the homechoice machine. Hp was visiting brother for the holidays and sibling says that since hp arrived pt had become confused and sometimes disoriented. One night while on the homechoice machine hp got up to go to the bathroom hp forgot about connection, resulting in separation of the homechoice set pt line from hp's transfer set. Hcp believes hp was confused at the time of this incident and inappropriately disconnected the transfer set from the homechoice set pt line. Hp's brother notified hcp of these occurrences and hp subsequently returned home and was admitted to the hosp on 12/25/1999 to be treated for several health issues, one of which was peritonits. Hp was discharged from the hosp on 1/9/2000 and will continue to be treated with levoquin. Hcp did not know the exact course of treatment.